Event description:
Customer states that a pt known to be a subgroup of a did not react with the anti-a in the gel card. Customer sates that when the pt is tested by tube method, a weak to 1+ reaction is observed. There was no report of pt harm with this event.